Event description:
Review posted on amazon: "they were way overly soft-bristled. The bristles fell out, as well. I'm now using them for cleaning under faucets." No contact info provided or product returned.